Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving a dose of 10.515mg/day at a concentration of 30mg/ml of dilaudid and a dose of 70.10mcg/day at a concentration of 200mcg/ml of clonidine via an implantable infusion pump for non-malignant pain and other chronic/intractable pain trunk/limbs. It was reported that the patient experienced withdrawal, vomiting, and shaking due to a motor stall. The pump was alarming; patient was unable to use personal therapy manager (ptm) programmer; code 8476 noted on ptm. Pump was replaced due to motor stall not recovering. The issue is resolved at this time and the patient is alive with no injury. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.